Event description:
Per md note pacemaker inserted in 1991. Pt. Seen in office for pacemaker follow-up. In the interim pt has been having some episodes of dizziness. Pacemaker was checked and was noted to be at the end of life with the magnet rate being down to 82/minute. Pt admitted for elective pulse generator replacement 11/30/95.